Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not recoil, therefore, the physician suspected a fluid leak. A surgical procedure was performed and a hole in the right cylinder was identified. All components were removed and replaced. There were no patient complications.